Manufacturer narrative:
Manufacturer ref#: (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that prior to use, the doctor opened the packaging of a 4.5mmd 22mml enterprise vascular reconstruction device(product code: enc452200, lot number: 9924770) and removed the device from dispenser hoop. The stent was found detached from the delivery wire. The device was not used in the patient. The doctor switched to a new stent to complete the surgery. There was no patient injury reported. Additional event information received on 20-apr-2026 indicated that besides the reported premature detachment, there was no physical damage noted on the stent/stent delivery system. The replacement stent was another EU ent4.5mmd 22mml wno dstl tp vascular reconstruction device. The event did not result in a clinically significant delay in the procedure.